Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment displayed a system message and did not perform vacuum during a cataract with intraocular lens implant procedure. The system was rebooted and then functioned normally. The procedure was completed with the same system and accessories with no impact to the patient.